Manufacturer narrative:
The lens was not returned to the b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Product elevation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection of the returned lens found a cloudy white film-like membrane all over the lens and a small portion of the optic still open in the center. Further analysis revealed numerous features (bumps) that appear to be protruding from the surface of the lens on the center optic area. Elemental (eds) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p).

Event description:
It was reported that the lens was implanted in 2013 and approximately 2 years post implant, the surgeon noted alteration in transparency of the lens and "bubbles" in the optic zone of the lens. The lens was explanted and the posterior capsule ruptured during lens explant. Vitrectomy was performed and another lens was implanted successfully. The lens was implanted in 2013. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted, upon completion of the investigation.